Event description:
The reporter stated "these lenses were damaged during surgery. All had patient contact with no injury. The facility concluded that the cartridges were too tight for the lenses to slide out". See MFR #2023826-2011-00794 and #2023826-2011-00795 for the other lenses.

Manufacturer narrative:
Evaluation - visual inspection of the returned product showed the lens was returned in liquid and the optic was torn. (B)(4)

Manufacturer narrative:
(B)(4) - no consequences or impact to patient, lens, damaged by cartridge. Evaluation method: work order search. Results: a lot work order search was performed and there was two similar complaints found from the same customer, with the same date of incident. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).